Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Batch records for the lots identified were reviewed and confirmed there were no ncr's or rework related to the reported complaint and each lot met release criteria. Product labeling, material, and process controls were within specification.

Event description:
During a follow up call with the patient's pdrn for a related issue, she stated that the patient had been admitted to the hospital on (B)(6) 2015 for peritonitis. The pdrn does not know the cause/source of the peritonitis. There were no reports of any cycler issues or fluid leaks prior (72 hours) to this event. She couldn't positively conclude that there was no causal relationship between the pd products and the admission for peritonitis. The complaint history for the patient confirms no issues were reported 72 hours prior to the (B)(6) 2015 hospital admission. Medical records requested.